Event description:
Additional information received indicated that the patient's urinary retention was diagnosed on (B)(6) 2015. The patient complained of abdominal fullness and pressure and was unable to void after her implant surgery. She was sent home with a foley catheter. The foley "fell out at home" and the patient returned to the emergency department and had a new foley placed. Her bladder contained "800ml of clear urine." The patient was given pain medication. On (B)(6) 2015, the patient had her second foley removed and "voided 350cc of clear yellow urine." On (B)(6) 2015, the patient "unable to empty bladder" and she reported "painful urination and voiding small amounts." A bladder scan showed "466cc and straight cath produced 500cc of clear yellow urine." The patient was instructed to "self cath twice daily. On (B)(6) 2015, the patient continued to "self cath voiding anywhere from 100-250ml each time" and was "able to empty most of the time." On (B)(6) 2015, the patient reported she was "unsure if she empties well" and "thinks she is worse than pre-op." A "sling release" surgery was discussed. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the event was considered continuing as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild urinary retention. Her presenting symptoms were "unable to empty bladder patient feels uncomfortable, only burns when patient tries to pee and a small amount comes out." On (B)(6) 2015, the following was administered/instructed: "measuring all urinary output voids at home," and "straight catheter to be used by patient herself." The straight catheter was inserted and removed at the nurse visit. On (B)(6) 2015, the patient reported she "sometimes" was "not emptying completely" and she "used catheter for drops." She was instructed to self-catheterize with a straight catheter. On (B)(6) 2015, the patient reported moderate urinary "hesitancy, oab symptoms," and "voids in spurts." A revision surgery of the midurethral sling "(sling release), urethral reconstruction" was performed on (B)(6) 2015. Subsequently, mild post operative bleeding was reported, "vaginal bleeding, blood in foley bag, abdominal pain and pain around incision site." Medication was administered on (B)(6) 2015 and was considered resolved at that time. On (B)(6) 2015, the patient reported mild symptoms of her "foley was not draining, leakage around the tube, and patient could not void." The foley catheter was removed on (B)(6) 2015 and the event was resolved on (B)(6) 2015. There were no further patient complications reported as a result of this event.